Event description:
It was reported that this inflatable penile prosthesis (ipp) would not stay inflated during use. The patient was assessed in office and the pump did not activate during initial squeeze. The implant would inflate, but lose fluid once inflated. Troubleshooting measures were performed but were not successful and the patient was not comfortable during this step. It was suggested to the patient to try it himself at home and see if the situation resolved. The ipp is currently implanted. There is no additional information reported.